Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files was unable to confirm the reported low flow alarms. A specific cause for these events could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files revealed no notable events or alarms. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, and right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, analysis of the submitted log files was unable to confirm the reported low flow alarms. Although a specific cause for these events could not conclusively be determined through this evaluation, the account reported that cause of the patient's unresponsiveness and low flows was hypotension due to gastrointestinal (gi) bleeding and low oral intake for three days. Review of the submitted log files revealed no notable events or alarms. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, and right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had syncopal episodes and poor food intake for three days dark and tarry stool for two days. The patient was admitted after being found unresponsive by family, with multiple low flow alarms and pulsatility index (pi) events noted on interrogation. The patient was hypotensive due to gastrointestinal bleeding. Log files from the controller showed that from 09:14 to 10:11 on (B)(6) 2025, no low flow alarms were captured. The lowest recorded pump flow was 2.9 liters per minute (lpm) at 09:44 on (B)(6) 2025. The log files were normal, and the pump appeared to have operated as intended. The patient was transferred to the ICU and had an arterial line placed with vasopressor support. They were started on proton pump inhibitors (ppis) while maintaining anticoagulation. The patient received a blood transfusion x4, 1 fresh frozen plasma (ffp), intravenous vitamin k for international normalized ratio management. An echocardiogram showed an ejection fraction of 20-25%, the right ventricle was mildly to moderately dilated, and the atrioventricular valve opened on every beat. An esophagogastroduodenoscopy (egd) was performed that found four ulcers in the body of the stomach along lesser curvature with adherent clot on ulcer (15mm), injected with epinephrine and hemostasis was achieved. Warfarin was held and proton pump inhibitors were planned twice daily for six weeks. The alarms resolved with intravenous fluid (ivf) resuscitation, and blood product administration for hemorrhagic shock as well as intravenous (IV) vasopressors in the intensive care unit (ICU). The patient had presented win cardiogenic shock and was cannulated for venoarterial (va) extracorporeal membrane oxygenation. (ECMO) during the same admission of their left ventricular assist device (lvad) implant. The right heart failure was not considered to be a device related issued.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had syncopal episodes and poor food intake for three days dark and tarry stool for two days. The patient was transferred to the ICU and had an arterial line placed with vasopressor support. They were started on proton pump inhibitors (ppis) while maintaining anticoagulation. The patient received a blood transfusion x4, 1 fresh frozen plasma (ffp), intravenous vitamin k for international normalized ratio (inr) management. The patient's inr was 7. An echocardiogram showed an ejection fraction of 20-25%, the right ventricle was mildly to moderately dilated, and the atrioventricular valve opened on every beat. An esophagogastroduodenoscopy (egd) was performed that found four ulcers in the body of the stomach along lesser curvature with adherent clot on ulcer (15mm), injected with epinephrine and hemostasis was achieved. Warfarin was held and proton pump inhibitors were planned twice daily for six weeks.

Event description:
It was reported that the patient was admitted after being found unresponsive by family, with multiple low flow alarms and pulsatility index (pi) events noted on interrogation. Log files from the controller showed that from 09:14 to 10:11 on 23sep2025, no low flow alarms were captured. The lowest recorded pump flow was 2.9 liters per minute (lpm) at 09:44 on 23sep2025. The log files were normal, and the pump appeared to have operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.